Event description:
Caller states the pt tested >7.9 inr on the coaguchek s system and 5.8 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.